Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken light guild cable connection can be attributed to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed the autoclavable telescope has a broken light guide cable connection. The customer reported problem was found at inspection before use. The scope was replaced with another, and the scheduled procedure was completed. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the light guide connector is detached from the scope. The inspection also noted the rigid outer tube is bent and dented and there is internal lens damage. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.